Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Reportedly the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 170 and 180 mg/dl.